Event description:
It was reported that this right ventricular (rv) lead was removed due to screw/helix difficulty, with evidence of helix stretching. The lead was inserted via the left subclavian and advanced to the right ventricular septum with acceptable test results despite initial resistance. However, the helix failed to properly extend for fixation, only partially deploying despite multiple attempts both inside and outside the body. The lead was therefore removed, discontinued, and replaced. No adverse patient effects were reported.